Manufacturer narrative:
It was reported from (B)(6) 2019 the patient experienced peritonitis repeatedly. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient repeatedly experienced peritonitis (number of occurrences not specified). The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with antibiotic pentahydrate cephalosporin (dose, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient has recovered from the event. Pd therapy was continued at the earlier stage of treatment and was withdrawn at the later stage of treatment. No additional information could be provided as the reporter declined follow-up.

Manufacturer narrative:
Additional information: it was reported the patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as an improper operation. It was not reported if the patient was retrained on the proper aseptic technique. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.